Event description:
It was reported that a cdh25 was used during a hemi total colectomy. It was reported by the affiliate that the stapler had been fired according to the normal procedure. After firing and opening the instrument, it appeared that the head of the stapler did not come out and the surgeon did not dare to pull it out further. Therefore, he opened the instrument at the maximum and he removed the anvil/head at the proximate side of the bowel. When controlling the stapler there was a white plastic ring visible above the knife. The surgeon had never seen this before. He did not dare to remove the stapler with force.